Event description:
Reportedly, the touch screen was non functional after powering on the ventilator. The screen was frozen. Restarting the ventilator resolved the issue. There was no pt involvement in this case.